Event description:
1700 - received call from family member that pt vomiting with difficulty breathing and on way to ER. - pt admitted to ccu secondary to 5-6 kg overload on o2. - weighed 56 kg. Pt had transfer set changed 8 days prior at clinic visit when they were dehydrated (50.1 kg). Over next/few days pt started retaining fluid due to decreased emptying of abdomen and then pt's family member put 4.25% on cycler for night time. Unfortunately pt's catheter became totally occluded as transfer set broke and pt did not tell family. In ICU for ntg drip for angina.